Event description:
Nrc event report indicates that a pt undergoing treatment for restenosis of a cardiac vessel rec'd a 23 gray dose using a sv-90 source via intravascular brachytherapy. The error occurred due to difficulty in resolving the correct vessel segment location using fluoroscopy imaging. The attending radiologist and cardiologist reviewed film concluding that the wrong segment had been treated. The prescribed dose was then delivered to the correct site. The pt has not been informed and there are no adverse effects anticipated. The licensee will meet with the vendor to discuss appropriate corrective actions in use of the equipment.